Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4), 2012.

Event description:
During a follow-up interrogation, it was reported that the patient had intermittent diaphragmatic stimulation. The device was explanted and replaced with a boston scientific crt-d which provided programmable lv positioning of lv-ring to rv coil. This configuration provided a lv threshold of 1.7 v and no diaphragmatic stimulation.

Event description:
During a follow-up interrogation, it was reported that the patient had intermittent diaphragmatic stimulation. The device was explanted and replaced with a boston scientific crt-d which provided programmable lv positioning of lv-ring to rv coil. This configuration provided a lv threshold of 1.7 v and no diaphragmatic stimulation.

Manufacturer narrative:
(B)(6) 2011. The analysis on this device is pending.